Manufacturer narrative:
The products were not returned for evaluation, however the patient's scans, photographs of the procedure, and manufacturing process for the implants were evaluated by the manufacturer. Based on the evaluation, the complaint was confirmed through intraoperative pictures. The most-likely, underlying cause was determined to be the patient's anatomy between the time of the CT scan and the time of the surgery. The CT scan was 285 days old at the time of the surgery. Based on the review of the manufacturing process during the evaluation, the scans determined that the implants were manufactured according to design requirements provided by the customer and met all acceptance requirements. Additionally, "the digital mold, mold of mold, and implant files were all examined and no design flaws were found. The parts were examined to ensure no gaps or overlaps existed between parts that could lead to the caste implant being too large or different from the implant design." Also, "scan date was (B)(6) 2015 and the surgery date was (B)(6) 2016. No post op scans were provided for verification. The time between the scan data and surgery may have allowed for bone growth or movement resulting in the improper fit of the implant." This is report 2 of 2 for the same event. Report 1 of 2 is reported on MFR #0001032347-2016-00173-1.

Manufacturer narrative:
Review of device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was implanted into the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report two (2) of two (2) for the same event. Report one (1) of 2 is reported on 0001032347-2016-00173.

Event description:
It was reported that during a bilateral case, two (2) separate implants did not fit well and required significant modification to achieve proper fit. The left side was implanted first and the right side was implanted second. The curvature of the first (left) implant in the temporal area was too concave and a backup implant was used to fill the gaps and bolster the implant up in order to achieve the desired cosmetic result. The second (right) implant was said to be better but still required significant modification to achieve proper fit. The increase in surgical time was thirty-eight (38) minutes for the first (left) implant and less than thirty (30) minutes (exact time is unknown) for the second (right) implant.